Manufacturer narrative:
(B)(4). Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had exposed to fluid. Customer stated they went into the pool and the insulin pump filled with water. Customer reported there was fluid in the battery compartment. Customer stated they do hear fluid when shaking the insulin pump. Customer states they see fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump returned for analysis.